Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (ess205) (batch no. 621803) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included sore throat, polycystic ovarian syndrome and grand multiparity. Concurrent conditions included morbid obesity, asthma, heartburn and nausea. Concomitant products included ethinylestradiol;norethisterone (necon), lisdexamfetamine mesilate (vyvanse) and omeprazole. On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) of 2006, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping) and alopecia ("hair loss"). In (B)(6) of 2006, the patient experienced fatigue ("fatigue"). In (B)(6) of 2007, the patient experienced tooth disorder ("dental problems"). In 2007, the patient experienced bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes") and urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract"). In (B)(6) of 2014, the patient experienced attention deficit/hyperactivity disorder ("psychological or psychiatric problems condition: adhd"). In 2014, the patient experienced furuncle ("rashes or skin conditions type: boils"), acne ("adult acne") and astigmatism ("vision/eye problems type: astygmatism") and was found to have weight increased ("weight gain / loss (specify which one) weight gain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal discharge ("vaginal discharge"), abdominal pain lower ("right lower abdominal pain") and pain in extremity ("right leg pain") and was found to have teratoma ("teratoma"). The patient was treated with surgery (hysterectomy (full). Essure (ess205) was removed on (B)(6) 2014. At the time of the report, the pelvic pain, bladder disorder, urinary tract disorder, tooth disorder, urinary tract infection, attention deficit/hyperactivity disorder, furuncle, acne, dysmenorrhoea, fatigue, alopecia, vaginal discharge, astigmatism, weight increased, abdominal pain lower, pain in extremity and teratoma outcome was unknown. The reporter considered abdominal pain lower, acne, alopecia, astigmatism, attention deficit/hyperactivity disorder, bladder disorder, dysmenorrhoea, fatigue, furuncle, pain in extremity, pelvic pain, teratoma, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge and weight increased to be related to essure (ess205). The reporter commented: discrepancy noted date of insertion: (B)(6) 2007, (B)(6) 2006. The coils of the essure were placed correctly n both sides. You could count 5 coils out of the tubal ostia as recommended by the manufacturer. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 48.4 kg/sqm. Pathology test - on an unknown date: specimen: 1. Endometrial curettage, polyp comment: due to the limited presence of epithelial elements in this biopsy, proper assessment of glandular to stroma ration is not possible. Evidence of polyp cannot be confirmed from this material. Ultrasound scan vagina - on (B)(6) 2007: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc (product technical complaint). We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (ess205) (batch no. 621803) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included sore throat, polycystic ovarian syndrome and grand multiparity. Concurrent conditions included morbid obesity, asthma, heartburn and nausea. Concomitant products included ethinylestradiol;norethisterone (necon), lisdexamfetamine mesilate (vyvanse) and omeprazole. On (B)(6)2006, the patient had essure (ess205) inserted. In (B)(6)2006, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and alopecia ("hair loss"). In (B)(6)2006, the patient experienced fatigue ("fatigue"). In (B)(6)2007, the patient experienced tooth disorder ("dental problems"). In 2007, the patient experienced bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes") and urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract"). In (B)(6)2014, the patient experienced attention deficit/hyperactivity disorder ("psychological or psychiatric problems condition: adhd"). In 2014, the patient experienced furuncle ("rashes or skin conditions type: boils"), acne ("adult acne") and astigmatism ("vision/eye problems type: astygmatism") and was found to have weight increased ("weight gain / loss (specify which one) weight gain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal discharge ("vaginal discharge"), abdominal pain lower ("right lower abdominal pain") and pain in extremity ("right leg pain") and was found to have teratoma ("teratoma"). The patient was treated with surgery (hysterectomy (full),). Essure (ess205) was removed on (B)(6)2014. At the time of the report, the pelvic pain, bladder disorder, urinary tract disorder, tooth disorder, urinary tract infection, attention deficit/hyperactivity disorder, furuncle, acne, dysmenorrhoea, fatigue, alopecia, vaginal discharge, astigmatism, weight increased, abdominal pain lower, pain in extremity and teratoma outcome was unknown. The reporter considered abdominal pain lower, acne, alopecia, astigmatism, attention deficit/hyperactivity disorder, bladder disorder, dysmenorrhoea, fatigue, furuncle, pain in extremity, pelvic pain, teratoma, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge and weight increased to be related to essure (ess205). The reporter commented: discrepancy noted date of insertion: (B)(6)2007, (B)(6)2006. The coils of the essure were placed correctly n both sides. You could count 5 coils out of the tubal ostia as recommended by the manufacturer. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 48.4 kg/sqm. Pathology test - on an unknown date: specimen: 1. Endometrial curettage, polyp comment: due to the limited presence of epithelial elements in this biopsy, proper assessment of glandular to stroma ration is not possible. Evidence of polyp cannot be confirmed from this material.. Ultrasound scan vagina - on (B)(6)2007: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-feb-2020: plaintiff fact sheet and medical record received. Patient demographic information updated. Product information details, other relevant history, lab data and lot number newly added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included overweight, asthma, heartburn and nausea. Concomitant products included omeprazole and vyvanse. On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and alopecia ("hair loss"). In (B)(6) 2006, the patient experienced tooth disorder ("dental problems") and fatigue ("fatigue"). In 2007, the patient experienced bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes") and urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract"). In (B)(6) 2014, the patient experienced attention deficit/hyperactivity disorder ("psychological or psychiatric problems condition: adhd"). In 2014, the patient experienced furuncle ("rashes or skin conditions type: boils"), acne ("adult acne") and astigmatism ("vision/eye problems type: astygmatism") and was found to have weight increased ("weight gain / loss (specify which one) weight gain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal discharge ("vaginal discharge"), abdominal pain lower ("right lower abdominal pain") and pain in extremity ("right leg pain") and was found to have teratoma ("tumor / teratoma / cancer type: teratoma"). The patient was treated with surgery (hysterectomy (full),). Essure (ess205) was removed on (B)(6) 2014. At the time of the report, the pelvic pain, bladder disorder, urinary tract disorder, tooth disorder, urinary tract infection, attention deficit/ hyperactivity disorder, furuncle, acne, dysmenorrhoea, fatigue, alopecia, teratoma, vaginal discharge, astigmatism, weight increased, abdominal pain lower and pain in extremity outcome was unknown. The reporter considered abdominal pain lower, acne, alopecia, astigmatism, attention deficit/hyperactivity disorder, bladder disorder, dysmenorrhoea, fatigue, furuncle, pain in extremity, pelvic pain, teratoma, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge and weight increased to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 48.4 kg/sqm. Ultrasound scan vagina - on an unknown date: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-jul-2019: pfs received. Lab data added. Concomitant medication and condition added. Events : pain, bladder or urinary problems or changes, infection (bladder/ urinary tract/vaginal) type: urinary tract, psychological or psychiatric problems condition: adhd, rashes or skin conditions type: boils, adult acne, dysmenorrhea (cramping), fatigue, hair loss, tumor / teratoma / cancer type: teratoma, vaginal discharge, vision/eye problems type: astygmatism, weight gain / loss (specify which one) weight gain, right lower abdominal pain, right leg pain were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.